Event description:
Bovie pencil was being used by the plastic surgery team. They set it down and the bovie machine started running on its own. When looking at the machine, the coag numbers kept changing on their own and were extremely high in the high 100s. It would not stop running until I turned it off. When turned back on, the bovie would not allow me to adjust any numbers and once again was showing numbers in the high 100s. Bovie machine was taken out of service. The patient suffered a bovie burn that was the length and width of a bovie tip. Approximately 2 cm in length and 2 mm in width.